Manufacturer narrative:
Patient information was unavailable from the site. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735960, lot/serial number: unknown. The manufacturer representative went to the site to test the navigation system. During the visit they performed an em navigation test and found the sensitivity of the side emitter was faulty and needed to be replace. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported pre-op that the electromagnetic localization system did not track. The side emitter did not work. The probable cause of the reported issue was a faulty emitter and it needed to be change. There was less than an hour delay in the case. No reported impact on patient outcome.